Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor rate error. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair/evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of the device found no exterior damage, contamination under the l-bracket. Occlusion test was performed and unable to duplicate the reported problem of motor rate error. Cause of problem could not be determined. Ran the pump for several days with no alarms, and no action was needed to be taken. Cleaned, greased, calibrated the pump passed all functional and delivery tests.